Event description:
The user provided data for one patient sample with erroneous results for several assays. The tsh result from the modular was 0.96, result from the centaur was 1.85. Ft4 result from the modular was 16.7, result from the centaur was 12.3. Cortisol result from the modular was 559, result from (B) (6) was 246. No units of measure were provided. No information was provided to determine which result was reported or if the patient was treated based on the erroneous results. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
Patient sample was returned for investigation and the user's results were verified. An interfering factor to streptavidin-biotin binding was identified. Interference to streptavidin is described in product labeling. No adverse events were reported.

Event description:
The hospital reported that during a coronary artery bypass procedure, five heartstring iii seals would not load properly. After the last replacement did not work, the procedure was completed by cross clamping the aorta. There were no patient effects. Product was returned. See MFR # 2242352-2010-01185 for report of serious injury due to conversion after last replacement malfunction.